Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) reviewed sample data synchronization logs, and it was determined that the issue could be resolved by restarting the sync 2.0 service on each affected device. The stations were accessed remotely, and the required services were restarted, after which the stations were no longer in disconnected mode. The customer confirmed that the issue was resolved. The tss stated that the root cause was believed to be a loss of communication between the sync 2.0 server service and the database server due to a service restart or server reboot. Additionally, the health status viewer (hsv) was showing a bogus device under critical override, which was cleared by restarting the notification service, and the customer confirmed that the bogus critical override was no longer visible. The case ticket was closed as the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es preop device was not communicating. The customer had rebooted the machine. However, there were no delays or adverse events or injuries reported based on this event.